Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and thrombosis are listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with stabile angina and was treated in (B)(6) on (B)(6) 2013. The procedure was to treat a long lesion with a chronic total occlusion in the right coronary artery (rca). An unspecified compliant balloon was used to perform pre-dilatation. One 3.0 x 23 mm xience pro was deployed in the proximal area along with 3 implants (2 - 3.0x18, 1 - 3.0x28). An unspecified 3.5 non-compliant balloon was used for post-dilatation at 16 atmospheres with very good angiographic result. The implants were confirmed to be fully apposed with optical coherence tomography. The final angiographic residual stenosis was less than 10%. The patient returned with chest pain on (B)(6) 2015 and was admitted for thrombosis confirmed with angiography. The thrombosis was treated with an unspecified drug eluting stent. The final patient outcome was good. The patient was confirmed to have been compliant in following the dual antiplatelet drug therapy (ticagrelor 12 months and asa) after the procedure. The patients medication has been changed to ticagrelor 12 months and increased dose of statins 80 mg. No additional information was provided.